Manufacturer narrative:
(B)(4).

Event description:
This ra lead was explanted due to loss of capture, dislodgement and twiddlers syndrome. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, mechanical forces applied during the explantation procedure should be taken into consideration. Further analysis of the lead showed helical deformations of the lead body. Based on the characteristics of theses deformations, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The reported twiddlers syndrome might have had impact on these deformations. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.